Manufacturer narrative:
(B)(4). Date sent: 09/16/2020. Additional information was requested, and the following was received: what was the reason for the delay of discharging the patient? The delayed discharge was mainly due to the fact that the postoperative recovery did not achieve the expected effect, so the hospital continued to observe. Was the delay in discharge associated to the cdh25a device or were there other contributing factors? It is indirectly related to the cdh25a device, because it is worried that the hand suture will leak. What were the indications for surgery? Gastric ulcer with bleeding, subtotal gastrectomy. Did the patient receive any preoperative chemotherapy or radiation?the patient didn't receive any preoperative chemotherapy or radiation. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device?the physician with team from maanshan general surgery department ii fired the device, she had many previous firing experience . Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?the customer does not remember if he stays long enough for 15 seconds . Was the device difficult to close?didn't difficult to close. Was the device difficult to fire?device fires with resistance but does not affect firing . Did the healthcare professional receive audible & tactile feedback when firing the device?the healthcare professional receive audible & tactile feedback when firing the device were the donuts inspected? Yes,the donuts have been inspected. Was a complete transection of the white breakaway washer visually confirmed?the white breakaway washer visually haven't been confirmed what is the current status of the patient?patient has been discharged from hospital

Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? The discharge time was extended by one day.

Event description:
It was reported that during the subtotal gastrectomy surgery, after fired, noted staples malformed. Used suture to oversew. No additional information can be provided.